Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: unknown. The site refused purchase order for analysis of system logs/patient archives and system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. During the procedure, the registration was switching to the patients left and right side. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome. The procedure was completed without aborting imaging or navigation. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the procedure was aborted. Clarification indicated that upon completing tracing of the patient's right side to verify anatomical landmarks, the 3d model showed the left side and vice versa. Patient information was not available.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, version #: 1.1.0, ubd. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis could not determine probable cause due to the lack of information. The site refused service, so the system logs could not be obtained. If information is provided in the future, a supplemental report will be issued.